Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-surgery. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000164718. E1: reporter phone number: (B)(6).